Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that, during setup for a cori assisted tka procedure, a real intelligence robotic drill had an error during bur installation step. The error message was "failed to verify the robotic drill calibration". This may be due to incorrect bur installation, as bur tip was not fully inserted in point probe. It was tried many times, but failed to jump to next step. A backup drill was used to continue with the surgery. Moreover, there was a malfunction during the resection and red overcuts zones appeared. The procedure was performed, without any delay. Patient was not injured beyond the reported issues.

Manufacturer narrative:
Corrected data: b5, d4 (serial number), h6 (health effect - impact code, medical device problem code).

Event description:
It was reported that, during a cori assisted tka procedure, there was a malfunction of the real intelligence robotic drill during the resection and red overcuts zones appeared. The procedure was performed, without any delay by swapping to a manual operation. No further complications were reported as a consequence of this problem.

Manufacturer narrative:
H6: medical device problem code: section h3, h6: the real intelligence robotic drill, part number rob10013, serial number unknown, used for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. The error messages were displayed, as well as the overcuts in the bone. A clinical/medical investigation concluded that a clinical root cause could not be determined with confidence although a user technique cannot be ruled out as a potential contributing factor to the overcut zones noted in the provided screenshots. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is due to improper bur loading technique. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Should any additional information be received the complaint will be reopened. B5: describe event or problem.

Event description:
It was reported that, during setup for a cori assisted tka procedure, a real intelligence robotic drill had an error during bur installation step. The error message was "failed to verify the robotic drill calibration". This may be due to incorrect bur installation, as bur tip could not be fully inserted in point probe. It was tried many times, but failed to jump to next step. A backup drill was used to continue with the surgery. Moreover, there was a malfunction during the resection and red overcuts zones appeared. The procedure was performed, without any delay by swapping to a manual operation. No further complications were reported as a consequence of this problem.